Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a high shock impedance measurement. Review of stored information revealed fluctuating measurements since the time of implant. R wave measurements have also decreased. Additional information was received that completion of high and low energy shocks resulted in normal shocking lead impedance measurements. Additional information was received that this device emitted beep tones due to a recorded out of range impedance measurement. Technical services discussed performing an invasive procedure to check setscrew connections and lead integrity. More information was received that this crt-d was prophylactically explanted due to the recall on this model. At explant, it was noted that the setscrews for the right ventricular lead were not completely tightened.